Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Upon disconnection, the arms of the connector should move back into a relaxed position. After visually inspecting the photo, the arms of the connector were observed to be in the contracted position despite being disconnected from the mating component. There was no visible damage on the connector that could have contributed to the arms remaining contracted. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including engaging and disengaging the connector with mating components. Testing results were reviewed for the reported lot and no issues related to the reported failure were identified. A device history review was performed for suspected lot 1910101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced separation between the injector and mating component and device damage/deformation. Product defects were noted during use. The following information was provided by the initial reporter: complaint 2 of 3 per customer response: we have lot number 1910101 on hand, but I am not sure if that is the one that was used. There was no change to the course of treatment and no exposure or medical intervention. I did not take another picture, but it was exactly the same as the last picture I sent. This time it separated within a couple hours of starting the cadd pump and sending the patient home. Per initial complaint it was reported that the plastic wings of the connector were faulty causing a separation between the connector and injector. It was also reported that the clamp did not contain the two pieces together. Initial report: we just had another patient come back with the exact same issue. Event description from initial/related pr states: I am not totally sure who to share this with, but I wanted to provide the images below to bd to report a faulty optima connector piece. I attempted to identify the lot number, however didn't have that information. When searching through remaining connector inventory, this appears to be a ¿one-off¿. You can see with the connectors that the one directly across from the injector has its wings further suppressed closer to the core of the device, this led to an unsecured connection between the drug and the patient. The blue clamp did not seem to help contain he two pieces together either.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced separation between the injector and mating component and device damage/deformation. Product defects were noted during use. The following information was provided by the initial reporter: complaint 2 of 3 per customer response: we have lot number 1910101 on hand, but I am not sure if that is the one that was used. There was no change to the course of treatment and no exposure or medical intervention. I did not take another picture, but it was exactly the same as the last picture I sent. This time it separated within a couple hours of starting the cadd pump and sending the patient home. Per initial complaint it was reported that the plastic wings of the connector were faulty causing a separation between the connector and injector. It was also reported that the clamp did not contain the two pieces together. Initial report: we just had another patient come back with the exact same issue. Event description from initial/related pr states: I am not totally sure who to share this with, but I wanted to provide the images below to bd to report a faulty optima connector piece. I attempted to identify the lot number, however didn¿t have that information. When searching through remaining connector inventory, this appears to be a ¿one-off¿. You can see with the connectors that the one directly across from the injector has its wings further suppressed closer to the core of the device, this led to an unsecure connection between the drug and the patient. The blue clamp did not seem to help contain he two pieces together either.